Event description:
It was reported that the physician, who was not trained in use of the device, attempted arteriotomy closure with a starclose vascular closure system after an interventional procedure. After the first 2 clicks, he pulled the device looking for arterial resistance. The device came out of the body without any resistance, with wings open. It's unk how closure was achieved. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.